Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause of the observed gap between the acoustic lens and the ultrasound probe could not be determined, however, the issue was likely the result of repetitive use stress and or user handling/mishandling. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned and evaluated, and the customer¿s allegation was confirmed. In addition to the gap between the acoustic lens and the ultrasound probe, additional findings were as follows: sheet holder unit had corrosion due to water leakage. Due to a pinhole on air/water tube, water tightness was lost; due to wear of angle wire, bending angle in up direction did not meet the standard value; and bending tube was damaged. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided.

Event description:
The customer reported to olympus that the evis exera ii ultrasound gastrovideoscope had leakage at the distal end. The event occurred during reprocessing. There was no patient harm associated with the event. The device was evaluated, and it was found that there was a gap between the acoustic lens and the ultrasound probe. This MDR (medical device report) is being submitted to capture the reportable malfunction found during the device evaluation.